Event description:
Consumer reports their meter giving inaccurate readings when comparing to their other meter. Analysis run on clark error grid using competitive reading (237) as ref. Points vs. Bd. Readings (425) yielded data points in the "c" range of the grid, outside acceptable limits.